Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that the device is leaking.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two used and seven new samples were return for evaluation. A functional test was performed and all presented leak in the junction of the tube and the spike connector. The failure mode was confirmed. The root cause for the connector leaking is a dimensional gap between the connector and tubing. A corrective action was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to help mitigate leaking. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.